Manufacturer narrative:
The instruments logs and files have been investigated. Ocd second level support along with ocd prod support have reviewed the customer's instrument log files, sys trace files and plate barcode. It was determined that the plates were manually entered due to poor barcode label quality. Ocd was unable to reproduce the incident. No definitive root cause can be determined at this time.